Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. However, as the cup is unknown, a compatibility check of the entire system cannot be performed. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00679-1.

Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.

Event description:
It was reported that upon inspection of post op x-ray, surgeon noted that the femoral head was not central in the cup, and it was determined that the liner had dislodged and spun out of the cup. Patient underwent revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. Femoral head 12/14 taper 32 mm diameter +3.5 mm neck length item#802203203 lot#3013695 alloclassic offset stem size 6 allofit shell size 58/ll. G2. Foreign. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00679.